Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half with one half returned on top of the other half. Two areas are observed along the optic edge where material is missing. Scratches are observed in the center of the optic. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was scratched. There was patient contact but no patient harm. The surgery was completed the same day.